Event description:
The patient reported an elevated blood glucose reading of 414 mg/dl with his normal range being 160-165 mg/dl. He stated his symptoms were blurred vision and a bad taste sensation and he corrected his reading by injecting 25 units of insulin. During troubleshooting, the patient stated he felt the problem was caused by his infusion headset. He stated it had been in use for 4 days. The patient was advised to change his infusion headset every 3 days and the infusion set tubing every 6 days. He said there was no damage or kinked cannula on the existing infusion set. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.